Event description:
Complaint alleges that the durahooks are defective. The product appears to be dry rotted. There are no additional details reported about the alleged defect. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The device sample was not received by the manufacturer at the time of this report.